Event description:
It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure on an unknown date due to a superficial infection. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. 510k number - unknown. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: number 8 states "early or late postoperative infection and allergic reaction."